Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure. This is 1 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. This is 1 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On 01/31/2025, the patient experienced a seizure at home. At the time of the event, no fingerstick blood glucose measurement had been taken. The patient was given food and began to recover approximately 30 minutes later. According to the report, both the patient's mother and the staff at a&e believed the cgm readings were inaccurate. The hospital report noted a blood glucose measurement of 12.3 mmol/l; however, it was not specified whether this value was obtained via fingerstick or cgm. It is important to note that this reading was taken after the seizure, at which point the patient¿s blood glucose may have already increased. No further treatment was deemed necessary, and the patient was discharged a few hours later. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.